Manufacturer narrative:
(B)(4). Batch # m92f77. The analysis results of the d11lt found that it was received with no damage in the external components. During the functional testing the bullet retracted permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration; the bullet performed as intended without any anomalies noted. It could not be determined what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon used the trocar to make his incision to place his port, the device did not want to cut and he was struggling for a long time. After he was unable get the trocar to work they opened a new device of the same product code and it immediately worked in comparison to the first one he used. There were no adverse consequences for the patient reported.